Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission on (B)(6) 2020. Upon examination of the transmission, it was noted that the implantable cardioverter defibrillator had a possible hv circuit damage alert triggered on (B)(6) 2020. The clinician reported that the patient was undergoing a bypass surgery at the time. The device also had several false episodes of ventricular fibrillation triggered due to noise artifacts during the procedure. A capacitor maintenance check to verify the alert was recommended. The patient was scheduled for an in clinic follow up.

Event description:
New information received stated that the device was returned after the patient was deceased. There were no allegations that the device caused or contributed to the patient's death. The cause of death was not provided.

Manufacturer narrative:
The reported field event was confirmed and can be attributed to interference from the surgical procedure such as electrocautery. The possible hv circuit damage alert was confirmed to be triggered on (B)(4) 2021. The field reported that the patient underwent a bypass surgical procedure on this date. Several episodes of inappropriate tachycardia were also observed during surgery due to noise from external interaction. The cause of the tachycardia episodes and alert for possible hv circuit damage can be attributed to interference from the surgical procedure, such as electrocautery. The device was tested on the bench and was found to be otherwise normal. No anomalies were found.